Event description:
It was reported that the patient had a complete system explant including all the components of the lead system on both sides, both extensions and the ipg due to infection. The hospital kept the explanted parts to be sent to the lab per their protocol. Unknown if the issue is resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40 lot# (B)(4) implanted: (B)(6)2021 explanted: (B)(6) 2021 product type lead product ID: 3708660 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type extension product ID: 3708660 information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(6); product ID: 3708660, serial/lot#: (B)(4), ubd: (B)(6) 2025, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2025, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.